Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent nighttime hypoglycemia over several consecutive nights while using the ilet, with episodes occurring after dinner meal announcements and in the context of daytime heavy physical activity and post-dinner walks; the user subsequently stopped using the ilet and transitioned to multiple daily injections. Symptoms included low blood glucose requiring treatment with oral carbohydrates. Outcomes included interruption of ilet therapy and use of backup therapy. Investigation included complaint intake and review of user-reported history and device use. Investigation of this case revealed no reported device alarms beyond two alerts and no off-label actions, with contributing factors potentially including recent physical activity and timing relative to meals. It was concluded that the cause of hypoglycemia is unclear and that the event is user-reported without device return for evaluation. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.